Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient's skin on the outer right thigh felt burned. In the past, programming had been able to give the patient pain relief; the patient wanted to get programming to get that coverage again. It was noted that there were no reported traumas/falls that could be related to this issue. The consumer also reported that he had left knee replacement for tendonitis on (B)(6) 2015. Additional information received from the consumer reported that the knee replacement led to the burning sensation on the patient's thigh. Steps taken to resolve the reported burning sensation included medrol dose pack, cortisone shot, and adjusting stimulation settings with programming options a, b, and c. Program b was working well. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the circumstances that led to the burning sensation on the left thigh was a change in activity due to their left knee replacement. A change in programming was performed to resolve the burning sensation on the left thigh and it was working well.